Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace corneal haze 2 weeks post lasik treatment in both eyes. The topical steroid dosage was increased, 1% predforte every 2 hours in both eyes with taper. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of haze/foggy vision. Account reported uncorrected visual acuity for both eyes is 20/20. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 .00 x -3.75 x 107, left eye pre-op 20/20 -.75 x -3.00 x 71,

Manufacturer narrative:
Placeholder.